Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was stiff when the scrub technician loaded the clip and the instrument misfired. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have failed the clip test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was not able to follow the master tool manipulator (mtm) commands to apply the clip. Additionally, the instrument was found to have cracked clamping pulley of input #7 (grip). The complaint was confirmed by failure analysis.